Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the devices were returned with the blades scratched, gouged and cracked. The devices were tested with a generator and a solid tone was received. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." D4, h4: device a batch =c9c494, lot =c4dz97, expiration date =2/2011, MFR date =3/2006; device b batch =a9an2l, lot =c4dl68, exp date =9/2010, MFR date =10/2005; device c batch =c9c40l, lot =c4cy73, exp date =1/2011, MFR date =2/2006; device d batch =a9au5g, lot =unk, exp date =10/2010, MFR date =11/"20056".

Event description:
It was reported that during a lap roux-en-y procedure, the devices did not function as intended. Another device was used to complete the case with no patient consequence.